Event description:
This system was explanted due to infection per oos. Patient was later implanted with a philos ii dr-t. Also removed: philos ii dr, MDR 1028232-2007-0191. Setrox s 45, MDR 1028232-2007-0193.